Manufacturer narrative:
Of the 2 malfunctions, 1 lot number was provided and lot history review was performed for one malfunction. For the reported information, the devices were not returned to bd for evaluation. However, medical records were provided for review. One investigation was confirmed for retrieval difficulties but was inconclusive for tilt. The other investigation was confirmed for retrieval difficulties and tilt. A definite root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced difficult to remove and tilt. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. One patient was a (B)(6) year-old male and the other was a (B)(6) year-old female; weight for either patient was not provided.